Event description:
It was reported that during a routine follow up check, left ventricular (lv) lead dislodgement under fluoroscopy was discovered and no capture was also noted. The lead was explanted and replaced with no complications. The patient is in stable condition prior, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual examination found no anomalies with the exception of procedural damage. All measurement was within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.